Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Rep not there for case. Pump was pushing too much fluid into joint and making strange noises during case. No patient harm ( patient was notified of equipment malfunction post to surgery) no after effects after following up with patient. Customer purchased case delay 30 minutes they had to push the fluid out of knee then continued with same pump. Sales rep tested equipment with new tubing set could not find anything wrong but needs this replaced.

Manufacturer narrative:
The reported defect has been verified and repaired. The following repair activities were performed service and repair functions as per (B)(4). Reviewed service history. Attach box label, (B)(4), and electrical safety. Replaced bent tension rocker arm to correct clicking noise issue. The unit passed all diagnostic tests, functional tests, and is fully operational. A review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).